Event description:
The pt reportedly experienced intermittency between the external equipment and the cochlear implant. Programming changes were made, and external equipment has been exchanged. However, the issue was not resolved. The pt later reported loss of lock. Revision surgery has been scheduled.